Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned to zoll manufacturing corporation for evaluation. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was returned and to zoll manufacturing corporation. Upon investigation, the front therapy electrode was pulled off of the cable connecting the front therapy electrode, ECG a, and ECG b. It was reported that the patient received resuscitation efforts by ems. The damage is consistent with damage typically caused by resuscitation efforts. There is no indication that the belt was damaged prior to the patient death. The root cause for the damaged cable was physical abuse. Device manufacture date: monitor sn (B)(4): 12/09/2014 reuse, electrode belt sn (B)(4): 07/07/2014 reuse.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016 after receiving a treatment event consisting of 5 shocks. It was reported that the patient was at home and was unconscious during the treatment event. It was reported that the patient's family witnessed the event. The first 150j treatment shock was delivered at 13:58:24 on (B)(6) 2016 while the patient's rhythm was vf. The treatment successfully converted the rhythm to a slower rhythm (sinus rhythm at 60 bpm). The second and third treatment shocks (152j and 150j, respectively) were delivered at 14:02:31 and 14:09:43 while the patient was in vt. Both shocks successfully converted the rhythm to a slower rhythm. The patient received a fourth and fifth shock (144j and 152j, respectively) at 14:21:24 and 14:22:00. The patient's rhythm at the time of each shock was CPR artifact. It was reported that CPR was initiated by ems. CPR artifact contributed to the false detection. A non-treatable rhythm was detected at 14:22:14, and the device was shutdown at 14:37:19. It was reported that the patient was taken to the hospital where CPR was continued unsuccessfully. The patient passed away that day ((B)(6) 2016).